Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leak observed just below y-site closest to the patient. Leak occurred at lower end of this y-site connection where hard plastic and soft tubing meet.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leak observed just below y-site closest to the patient. Leak occurred at lower end of this y-site connection where hard plastic and soft tubing meet.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 18-oct-2022. H6: investigation summary: the customer provided one sample that was analyzed by our quality control team. The slash in tubing was immediately noticed upon visual inspection and the leakage complaint was verified. The slash was analyzed under high powered digital microscope and forwarded to the production facility for further investigation into possible root cause. The manufacturer performed a walkthrough of assembly equipment and concluded that this was not due to assembly error. The root cause of the leakage is unknown. A device history record review for model 2426-0007 lot number 22059073 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
H6: investigation summary a photo was received of the customer's reported leak below smartsite. This verified the complaint. Without a physical sample or more information, the root cause of this complaint will remain unknown. A device history record review for model 2426-0007 lot number 22059073 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05may2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leak observed just below y-site closest to the patient. Leak occurred at lower end of this y-site connection where hard plastic and soft tubing meet.